Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while doing push-ups. The artifacts were reproduced in-office in both primary and secondary sensing vectors when performing a similar activity. Technical services (ts) reviewed the episode and discussed possible solutions and recommendations. The s-ICD system remains in service. No additional adverse patient effects were reported.